Manufacturer narrative:
(B)(4). D10 - concomitant devices - persona trabecular metal cruciate retaining narrow porous femoral component catalog #: 42502206801 lot #: 65098175, persona spiked keel osseoti tibia left size f catalog #: 42535007501 lot #: 66421904, persona osseoti porous 3-peg patella 32mm catalog #: 42540500032 lot #: 66634279. The complainant has indicated that the product will not be returned to zimmer biomet for investigation as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent a left knee manipulation under anesthesia to address knee stiffness and limited range of motion approximately seven (7) weeks following left knee arthroplasty. No additional patient consequences were reported.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Medical records provided confirmed that the patient underwent a successful manipulation under anesthesia to address limited range of motion. The device history records were reviewed and no discrepancies were identified. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.